Event description:
The customer contact reported the male adapter of the tubing set broke off in the lumen of the PICC line; subsequently, the PICC line needed to be replaced. In 2007, a PICC line was inserted to deliver 100ml of an unspecified concentration of clindamycin every 8 hours via a secondary tubing set. In between the clindamycin delivery, a saline lock was attached to the PICC line. The next day, at the completion of a clindamycin delivery, the male luer connector of the secondary tubing set broke off in the PICC line as the nurse was attempting to remove it. The nurse clamped the PICC line. The physician was notified. A new PICC line was inserted and the therapy was resumed. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
Due to biohazard contamination, the device will not be returned for investigation.